Event description:
It was reported the device therapy delivery test failed. There was no patient involvement. A philips field service engineer fse evaluated the device. The fse replaced the device's therapy capacitor. Based on the information available, the cause of the reported problem was a component failure. The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time.